Event description:
It was reported that the right ventricular lead exhibited oversensing and the patient received inappropriate high voltage therapy. A chest x-ray confirmed that the lead had dislodged. The implantable cardioverter defibrillator and lead were explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.